Event description:
It was reported that a balloon rupture occurred. A 12mm x 3.00mm nc quantum apex balloon catheter was selected for treatment to a 70% stenosed target lesion was located in the moderately tortuous and mildly calcified in left anterior descending artery. The nc quantum apex balloon catheter was advanced for dilation. The device failed to inflate. Blood was noticed within the balloon catheter. No patient harm resulted in relation to this event.

Manufacturer narrative:
Initial reporter address - (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 12mm x 3.00mm nc quantum apex balloon catheter was selected for treatment to a 70% stenosed target lesion was located in the moderately tortuous and mildly calcified in left anterior descending artery. The nc quantum apex balloon catheter was advanced for dilation. The device failed to inflate. Blood was noticed within the balloon catheter. No patient harm resulted in relation to this event.

Manufacturer narrative:
E1: initial reporter address -(B)(6) device evaluated by manufacturer: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the hub, inflation lumen, guidewire lumen, and the balloon. There was blood in the guidewire lumen and the balloon was tightly folded. The rapid port exchange was torn distally for a length of 5mm. The distance of the tear is outside the bond of the inflation lumen and guidewire lumen which indicates the device would leak upon inflation. Product analysis confirmed the reported burst, and failure to inflate, as there was a tear in the rapid port exchange which extended through both lumens and would cause a leak upon device inflation and would prevent the device from reaching and maintaining rated burst pressure.